Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated and a 28 mm diameter x 3.75 cm length aneurx aortic cuff was implanted 31 months after initial stent graft implantation. There was no further information provided to medtronic about the details of the pt or relating to the aneurx device.